Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had migrated in the patient to a lower position, causing some discomfort. The ICD was repositioned back to the pocket; it was sutured and was put in a special pouch. There was some noise on the right atrial (ra) lead channel due to the ra noise programmed from dual pacing and sensing to ventricular pacing and sensing. They recommended considering ra detection enhancements off, in case there was more over sensing. The ICD remains in service at this time. No adverse patient effects were reported.